Event description:
Guide arrived, paper labeled as left knee, packaging said left knee, guide inclosed was in fact a right knee. The guide was etched as right knee. Could not be used for surgery. Standard tka instruments had not been prepared for this case as a back-up. Pt had to wait an additional 45 minutes for the needed instruments to be sterilized. Pt received a standard tka procedure lasting 2.5 hour including the sterilization wait time.

Manufacturer narrative:
Methods - device history file, segmentation review, photo, labeling review, jig design review. Results - device history file indicates the wrong pt folder was used to make the current guide for the left knee. Segmentation review was correct. Labeling review shows the wrong guide was packed into the correct labeled shipping container. Jig design review not performed correctly. The jig design was performed according to work instruction, the bone model used was for the right knee, not the left as specified by the work order. Conclusion - wrong guide was made and shipped for surgery. Qc steps failed to detect the presence of the incorrect guide.